Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported that the catheter was male length and the patient has been catheterizing using a male length gentlecath straight tip catheter (B)(4); and has been cut four times inside urethra since (B)(6) 2014 patient. It was also reported that patient has been utilizing the product for thirteen months. They went on to report that the patient reported that he catheterises 7x daily and this was the first time he had reported and he did not know lot numbers. Additional information was received via email on (B)(4) 2014 reporting that the patient stated "has had issues from different catheters from different orders so no lot number; did not have to seek additional medical treatment and is currently trying other catheter brands. Additional information was received via email on (B)(4) 2014 that the patient stated, now we do not have samples of the defective product." A quality evaluation was performed on (B)(4) 2014. The samples were not available for investigation. The lot no is not provided and therefore lot history records cannot be reviewed. Two similar complaints have been received on this reference code within 12 months. The samples were not provided in both cases. Eyelet smoothness is checked during production on every catheter: 100% visual and tactile inspection according to tm 356 is performed during production. Sharp edges are not allowed. Based on above we cannot determine the possible root cause of the failure. Manufacturer report number:3005778470-2014-00018. No increasing trend on complaint amount has been registered on this product reference code within last 12 months. If the sample/additional information is available the quality evaluation will be re-open. The failure is included in relevant risk management file and associated hazard is evaluated there. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It was reported that patient complained that 4 times catheter has cut him.